Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date unavailable. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. No further issues reported.

Event description:
A site representative reported that, while in a cranial resection procedure the navigation system became unresponsive. The site representative restarted the navigation system to resolve the issue. Upon reboot the site representative reported the navigation system was very slow. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative reported that he followed up with the head of neurosurgery department and the professor declined to provide more information about patient. The only information provided was that surgery was bit longer - around 30 min and there was no impact on patient outcome. Device manufacture date provided.